Event description:
The patient was loaded onto a stretcher for transport to the hospital. Reportedly, the device prompted connect electrodes at some unspecified time afterwards. The patient was delivered to the hospital and was resuscitated. The patient ultimately expired. The reporter indicated patient outcome was not affected by the event, since the patient did not have a shockable rhythm the initial administration of defibrillator energy.